Manufacturer narrative:
Device was returned and evaluated. Evaluation determined that the device was observed with a deep cut on the probe unit (pink rubber). In addition, the image was found with broken elements (15 plus) and with low tensions on the device control knob. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the reported failure is unknown. Likely probable cause could be due to users handling of the device and or normal wear and tear.

Event description:
It was reported that the device was found with a tear where the balloon goes through. There were no further details provided regarding the event. No patient involvement on this reported event. No user injury or harm reported.

Manufacturer narrative:
The following fields were updated. This supplemental report is being submitted to provide the remaining investigation results. As part of the investigation, the device history record (DHR) and instructions for use (IFU) were reviewed. The DHR confirmed there were no scratches on the acoustic lens at the time of shipment. There were no abnormalities or anomalies identified in production. The product IFU contains the following statement: ¿important information ¿ please read before use do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end.¿